Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri, implantable pacing leads x2, (B)(6) 2013. (B)(4).

Event description:
It was reported that a few days post implant, the atrial lead had no capture. The device was reported to have migrated and took out the slack in the atrial lead. The device was reprogrammed, and the lead and device remain in use.